Event description:
It was reported that following pump replacement, the pt experienced lack of pain control. The dose was reprogrammed from 24 mg/day of dilaudid to 25 mg/day; bupivicaine 19.2 mg/day to 20 mg/day; clonidine 686 mcg/day to 1431 mcg/day and droperidol 171 mcg/day to 179 mcg/day. The pt was also taking msir 15 mg tablets twice a day. The pt subsequently had two falls "but not necessarily due to leg weakness". Approx one month later, the pt reported 70% improvement in bilateral leg strength with a moderate increase in low back and left leg pain following bupivicaine concentration decrease. The pt suffered another fall several days later resulting in a small subdural hematoma, fracture of left 1st metatarsal and left 1st toe, rib fracture and forehead hematoma. The pt continued to have pain from the fall. She was monitored and adjustments were made to oral medications due to adverse side effects of sedation. Medication list included: catapres; procardia; prevacid; nortryptline, soma, vicodin es, toradol, oxycontin, lorazepam, sinequan, baclofen, vistaril, zofran, effexor, prilosec, msir, valium.

Manufacturer narrative:
.